Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 6mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
Reportable based on device analysis completed on 16jul2024. It was reported that the balloon was inflated. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon proximal part was inflated. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that the balloon was observed to have a pinhole leak.